Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was found that the computer components were failing. The computer was replaced, and the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer 9735764r nav with pcoip s8 svc (lot# 1722c00283) was returned for analysis. Functional testing, performance testing, visual/physical examination, and proceduralized device testing found no fault with the returned computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764r, serial/lot #: unknown. No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system did not boot up and the medtronic logo appeared indicating that the system/monitors were powering up, but the computer did not. The system then displayed no signal and the fans were not spinning in the computer. It was noted that the system had recently began becoming unresponsive and shutting down which required multiple reboots to get the system running again. There was no patient involvement.